Manufacturer narrative:
(B)(4). Device was not returned. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, the event was reported to have occurred approximately 1-1/2 weeks ago. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with a 5f sheath after a diagnostic procedure. Reportedly, after advancing the knot and achieving hemostasis, a suture break occurred. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The technician is reported to be trained in the use of the proglide device. No additional information was provided.